Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the scope socket was worn out, the connector was worn out, the chassis was worn out, the front and bottom plate both had corrosion, and the power switch was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii xenon light source was producing an image with consistent noise. The issue was found during preparation of the device. Inspection and testing of the returned device found contamination of the pump hose which contained foreign materials and moisture. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, heavy contamination was present in pump system. Pump hoses and pump system were yellowed, and foreign objects and moisture were present. The foreign object was not identified but only dust particles could be detected on the yellowed hose. Upon follow up, the customer stated that the returned documents ¿explicitly mentioned that there was no harm or contamination that occurred as well as no harm to the patient or user mentioned¿. No additional information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.